Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4). Product type recharger product ID 97754 lot# serial# (B)(4): product type recharger analysis of the desktop charger serial# (B)(4) found that the connector pin was broken and the recharger serial # (B)(4)was found with no anomaly, complaint unverified. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that they were sent a replacement desktop charger because the ins recharger (insr) wasn't charging and the 'arrows didn't line up'. It was reported that the recharger was not charging even with the replacement desk top charger. The patient reported that since the recharger wouldn't charge when the white arrows were matched up they decided to turn the connector pin upside down and see if that worked but it didn't. The patient recharger and desktop charger were to be replaced. The patient reported that they were in so much pain and their back hurts so bad because they could not use the recharger to charge the ins and the recharger wouldn't charge up. It was reported that when the stimulator is on it helps with the pain but the pain returns when the stimulator is off. The patient reported that they always had pain but without the stimulator it was bad.